Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed pulse testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to an open r46 resistor on the computer/analog board. The root cause for the open r46 resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed pulse testing.